Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 634962. Our records show the reported lot was manufactured on 01/28/2018. It was also determined that this is the second instance of a defective hub occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The reported catheter defective/damaged by customer was not confirmed, no sample or photo was provided for evaluation. No sample was available for evaluation which is essential to perform and find the root cause. According with customer description a little hub that has exploded during patient contact. The only way to reproduce this defect is using power injection. Note: this product is not designed for use power injection since cause catheter leakage or product damage. Currently, there is a sampling plan in place lot by lot to look for this kind of damage and according to internal process rejects (qn¿s) database, no issues like this have been reported. DHR review for lot reported of catalog 383323, all samples taken for visual and functional characteristics properly met the acceptance criteria. Quality records have been consulted for tracking and trending purposes and no issues are detected which means pretty low occurrence. Pfmea¿s 4797 and p-eura rm5942 was reviewed and process controls are very likely to detect failure modes and prevent failures from reaching the downstream processes and end users.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with hub defective. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with hub defective. There was no report of injury or medical intervention.